Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and back pain. The patient was not hospitalized for the event. It was not reported if the patient was treated for this event. At the time this report, this event was ongoing. The action take with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.